Manufacturer narrative:
G3: date received by MFR: the initial MDR g3 date was inadvertently submitted as (B)(6) 2021; however, the correct date is (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis which was manifested by cloudy drain fluid. Pd therapy was discontinued on the same day as the event onset. The cause of the event was not reported. It was reported that the patient was treated with an unspecified antibiotics and was taken to the hospital. At the time of this report, the patient was discharged and has recovered. No additional information is available.